Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Reported malfunction of the on/off button noted during the replacement of pad-pak. No patient involvement.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed 'out qat' from heartsine technologies on the 21th december 2015. Upon receipt, the device could not be powered off via the on/off button as per the reported fault. The fault was attributed to the presence of insects on the on_button line of the membrane tail, which had been damaged by the insect activity. The insects had likely entered the device via the speaker housing through the speaker sealant, as evidenced by the hole in the speaker sealant, debris and an additional insect observed near the speaker. It is unclear when the insects had initially entered the device. However, information from the device memory suggests the user had been removing the pad-pak to power off the device on the 26th february 2020, which suggests that the user had become aware of a fault on this date. Furthermore, the fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane due to insect activity on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Reported malfunction of the on/off button noted during the replacement of pad-pak. No patient involvement.